Event description:
A pt reported to foxhollow that she had surgery done on her left leg. A local anesthesia was used but the surgery was very painful. The pt is still having significant pain in the left leg after 5 weeks. A follow-up ultra sound was done on 2/2008 and the circulation was good. The pt was referred back to her physician.

Manufacturer narrative:
Additional info: device not returned to manufacturer for evaluation.